Manufacturer narrative:
Additional information b5 section.

Event description:
Additional information was received stating that there were no adverse clinical consequences, and nobody has been hurt. There was no delay in therapy and this one was completed. There was no blood loss considered clinically significant. There was no exposure for healthcare professionals. There was an exposure for the patient: parenteral nutrition was in the patient's bed. The leak was cleaned up according to the facility's protocol with no specific kit. The patient did not receive the full prescribed dose.

Event description:
An event occurred on an unspecified event date involving a 25 cm (10") pur yellow smallbore ext set, 6-port nanoclave manifold w/check valve, nanoclave, 4-way nanoclave stopcock (red ring), rotating luer. Reported that there was a leak in the device between the adapter and the yellow tubing. This resulted in a loss of parenteral nutrition. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received. D4: only di provided as lot number is unknown.